Manufacturer narrative:
The consumer has since passed away (unrelated to alleged incident). The family no longer has the device. Therefore, the device is not available for evaluation.

Event description:
Consumer alleges he turned onto a lawn and the unit allegedly flipped over on him.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he turned onto a lawn and the unit allegedly flipped over on him.